Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was explanted due to inadequate stimulation. The patient was doing well postoperatively. The explanted devices were disposed.